Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps instrument could not be removed by the surgeon immediately after insertion. After inspection, it was noticed that the shaft was broken and the jaws were bent. The instrument and trocar had to be removed and replaced. After the operation, the trocar could only be removed from the instrument by force. Whether fragments remained in the patient cannot be excluded completely. The procedure was completed with no patient harm and with a delay of fewer than 15 minutes. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no postoperative examinations such as x-rays or ultrasound scans initiated to locate. The patient has not returned to the hospital due to postoperative complications related to the retention of a foreign body. The patient was not injured due to the problem with the instrument. The operation was happily completed with a replacement instrument with a delay of 5 to 10 minutes maximum.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. No image or video was available for review a review of the device logs for the prograsp forceps (part# 471093-11 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the prograsp forceps instrument was last used in a procedure on 16-dec-2022 via system serial# sl0310. The alleged instrument had 0 uses remaining after this last usage. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes. This complaint is reportable due to the following: it was alleged that the instrument broke and it is unknown if a fragment fell inside the patient during a da vinci assisted procedure. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the broken main tube to be related to customer-reported complaint. The prograsp forceps instrument was found to have the main tube broken. A piece measuring approximately 0.154¿ x 0.314¿ was not returned with the instrument. Common causes of the failure mode broken instrument main tube are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observation not reported by site was also identified: the prograsp forceps instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.114¿ - 0.217¿ in length and were not aligned with the tube axis. The common causes of the failure mode scratch marks /abrasions on the instrument¿s main tube are typically attributed to mishandling/misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.

Event description:
Refer to h10/h11 for follow-up information.